Event description:
It was reported that two days following an aortic valve replacement procedure, the atrial lead exhibited loss of capture upon interrogation. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.